Event description:
An alarming issue was reported with the adc device. A customer reported encountering a signal loss issue while scanning with the freestyle 2 app. The customer experienced sweating, dizziness, shaking, weakness, and a loss of consciousness. The customer¿s daughter, who is a nurse provided unspecified medical treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported encountering a signal loss issue while scanning with the freestyle 2 app. The customer experienced sweating, dizziness, shaking, weakness, and a loss of consciousness. The customer¿s daughter, who is a nurse provided unspecified medical treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Successfully received high/low glucose alarms on ios/fsll using a known good libre 2 sensor. No issues were identified with freestyle libre 2 application. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.